Event description:
It was reported that during initial implant, the catheter perforated through the superior vena cava. The catheter was retracted back into the subclavian vein lumen. Patient was not harmed but experienced acute pain at the time of the perforation. Physician claimed it was their mistake and the product was not at fault. The pain subsided and the patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.